Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins). It was reported that an error occurred while communicating with the ins. Error code "0c02" or "0co2" displayed. Contributing factors were the ins was placed directly above the instrument stand; the patient's name and other information were updated at that time, so there might have been interference between the metals. No actions were taken. After the ins was moved away from the equipment stand, the application was restarted and reconnected. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that various medical devices used during surgery, such as scalpels, were placed on top of the instrument stand. The cause of the issue was unknown. There remained no complications reported or anticipated.